Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician attempted to cross a lesion in the left anterior descending artery with a taxus express2 2.5x16mm drug eluting stent. The catheter kinked and the pyhsician continued to try to "force" it in. Finally the physician removed the stent delivery system and while examining it, the catheter broke. The procedure was completed with another taxus stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device has not been returned for analysis, as of the date of this report.